Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain out of nowhere in the area of tubes and ovaries. She will be having a hysterectomy. This event, interpreted as lower abdominal pain, is serious due to medical significance and listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1174, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer had essure implanted in the office of her doctor with valium. It was painful and the doctor complained he had trouble with one side and apologized for the pain. She followed up with an hysterosalpingogram that confirmed they blocked both sides. However, she was never advised of the one and five year follow up nor the nickel being in the material. From the implant forward she began having heavy bleeding and clotting during her periods, pain out of no where in the area of her tubes and ovaries, and severe bloating to the point her young kids asked if she was pregnant as well as other family members. Up to the point of implant she had always been athletic, played soccer. Now, due to depression, bloat, aching joints due to inflammation, she could not enjoy these things as she once did. As of (B)(6) 2016, she will be having a hysterectomy in hopes it will give her back her life. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain out of nowhere in the area of tubes and ovaries. She will be having a hysterectomy. This event, interpreted as lower abdominal pain, is serious due to medical significance and listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.